Event description:
It was reported that the customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test passed within specifications.